Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. The manufacturer¿s international service technician confirmed the reported o2 accuracy issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 60% setting. There was no patient involvement. Event date not specified, estimate used.